Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blood leakage from the holder with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder leaked blood into the holder during collection. No serious injury, no medical interventions. No mucous membrane exposure was reported.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.